Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx rx drug eluting stent to treat a severely tortuous and calcified lesion located in the mid obtuse marginal artery, exhibiting 95% stenosis. Multiple calcified areas with tortuosity was reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. The stent was inspected post removal of the protective sheath, with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent dislodgement occurred during delivery to/at lesion. It was described that the stent dislodged from balloon. Physician went through proximal part of stent and deployed then wire through a strut and the distal part of the stent was crushed towards vessel intima. No patient injury reported.

Manufacturer narrative:
Still image review: two still images were provided for review. The images confirm the patient lesion condition of the target om lesion as reported by the account. The images do not capture the reported dislodgment. The reported stent dislodgment cannot be confirmed by the images provided. If information is provided in the future, a supplemental report will be issued.